Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter they have a short study. The capsule accidently entered the trachea instead of the esophagus after ingestion. The physician was able to take the capsule out from the trachea using a laryngoscope and put the capsule in the esophagus. Once the capsule was taken out of the trachea, it lost connection with the recorder. There was no patient or user harm due to the alleged device malfunction once the capsule was removed. The patient is doing fine and left the hospital. Tech support received the video and it states that the capsule was in the trachea for around an hour before it was taken out. The entire video is about 2 hours and 10 minutes, there were also gaps found in the video.